Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis. The patient's blood glucose level was at 800 mg/dl. The customer was treated for the high blood glucose with a insulin drip. The customer was informed that there could be many reasons for high blood glucose. The customer stated that their infusion set had expired. New infusion sets were sent to the patient. No further information was provided.